Manufacturer narrative:
The catalog number for this product was provided: cac-60200-v2. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the open study a strut fracture distal 2/3 of stent, grade ii-iii was detected at the 24 month follow-up. The stent fracture was not treated. The patient is currently in stable condition. The patient was admitted into the study two years before with symptoms associated with peripheral artery disease, such as moderate claudication and muscle pain with exercise, described as critical limb symptoms. The target lesion was located in the right distal superficial femoral artery (sfa) with moderate calcification and 80% stenosis. The lesion was 80mm long with a reference diameter of 5mm. A retrograde approach was made from the left common femoral artery with a 6f sheath. After the guidewire successfully crossed the lesion, a 5x60mm balloon was used for pre-dilation to 10 atmospheres (atm). A 6x200mm smartflex stent was implanted at the lesion with no difficulty. There was a residual stenosis rate of 40%. Post-dilation was performed with a 6x100mm balloon to 6 (six) atm. There was no dissection or device deficiencies noted during the procedure. The patient was discharged two days after admission. During the 24 month follow-up, the patient had symptoms due to his history of peripheral vascular disease in both legs. There was no restenosis of the stent noted. The stent fracture was not treated. The patient is currently in stable condition. An x-ray of the stent fracture was provided. The product was not returned for analysis. A device history record (DHR) review of lot 1402814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-in patient (peripheral)¿ was confirmed through analysis of the pictures provided. At least one of the struts in the distal two thirds of this stent appears to be fractured. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics may have contributed to the fracture as evidenced by multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. According to the instructions for use ¿open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ not the DHR review, the procedure films or the product analysis suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products/devices: aspirin, thienopyridine agent, angiomax, clopidogrel, lisinopril, digoxin, carvedilol, hydralazine, and crestor. Supracore guidewire. Please note that the lot number, manufacturing date, and expiration date are available. However, the catalog number is currently unknown at this time in the system and will be provided within 30 days upon receipt. The current catalog number, unkflexcl, represents an unknown clinical flexstent. The site provided two images (one ap and one lateral) of a long stent in a long highly calcified right sfa lesion. The images labeling indicates that this is a male patient with a dob of (B)(6) and appear to have been taken on (B)(6) 2016. At least one of the struts in the distal two thirds of this stent appears to be fractured. An independent film review is not necessary at this time. The device remains implanted in the patient, therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the open study a strut fracture distal 2/3 of stent, grade ii-iii was detected at the 24 month follow-up. The stent fracture was not treated. The patient is currently in stable condition. The patient was admitted into the study two years before with symptoms associated with peripheral artery disease, such as moderate claudication and muscle pain with exercise, described as critical limb symptoms. The target lesion was located in the right distal sfa with moderate calcification and 80% stenosis. The lesion was 80mm long with a reference diameter of 5mm. A retrograde approach was made from the left common femoral artery with a 6f sheath. After the guidewire successfully crossed the lesion, a 5x60mm balloon was used for pre-dilation to 10 atmospheres (atm). A 6x200mm smartflex stent was implanted at the lesion with no difficulty. There was a residual stenosis rate of 40%. Post-dilation was performed with a 6x100mm balloon to 6 atms. There was no dissection or device deficiencies noted during the procedure. The patient was discharged two days after admission. During the 24 month follow-up, the patient had symptoms due to his history of peripheral vascular disease in both legs. There was no restenosis of the stent noted. The stent fracture was not treated. The patient is currently in stable condition. An x-ray of the stent fracture was provided.